Event description:
It was reported via repair work order that the head end brakes cannot be engaged due to a broken brake adjuster. However, the brakes were still holding on the foot-end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.